Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead (B)(6) 2010; 4196 implantable pacing lead (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient presented due to an alert and there was noise noted on the right ventricular lead. It was also reported that ventricular tachycardia non-sustained tachycardia (vt nst) episodes were showing noise on the pace/sense portion of the lead and the lead was oversensing. The pace/sense portion of the lead was capped and replaced and the high voltage portion remains in use. It was also reported that there was noise on the right atrial lead four months prior. The right atrial lead remains in use. No patient complications have been reported as a result of this event.